Event description:
The laser system has the following problem: the unit does not recognize the insertion of the fiber. No adverse effects to the pt were reported.

Manufacturer narrative:
We are waiting for add'l info. We are unaware about pt injury.